Manufacturer narrative:
(B)(4). The lot was manufactured from january 13, 2015 to january 14, 2015. The device was received for evaluation. A visual inspection identified that when the distal luer cap was removed there was no flow observed. A microscopic inspection identified micro air bubbles blocking the fluid path. The cause of the air bubbles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. It was identified that half of the unknown drug remained in the device 24 hours into the infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.